Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg value not provided) and a correction bolus was delivered. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Infusion set tubing was changed and customer successfully resumed insulin delivery.